Event description:
On (B)(6) 2016, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The reporter advised that the alleged issue began on (B)(6) 2016. The patient manages her diabetes with self-adjusted insulin (unknown type and dose) and it is not known what changes, if any, the patient made to her usual diabetes management regimen in response to the alleged issue. The reporter claimed that the patient developed ¿low blood sugar¿ after the alleged issue began and at 6:30 p.m., on (B)(6) 2016, was treated with food and/or drink by a health care professional (hcp). At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no apparent misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The csr established that incorrect batteries had been used and the alleged issue was resolved with training. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.